Manufacturer narrative:
Follow up 13-jul-2016: legal claim was received from lawyer on behalf of plaintiff. Essure was inserted in (B)(6) 2006. After being implanted with essure, this plaintiff suffered from severe and permanent injuries. Company causality comment: this case report initially was received by consumer, upon receipt further information from lawyer this case was considered a legal case and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced massive blood clots. She underwent a hysterectomy. This event, interpreted as genital bleeding, is serious due to medical significance and listed in the reference safety information for essure. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In the present case, the exact timing between essure insertion and event onset was not reported however given the nature of the event, causality with essure cannot be excluded. Additional non-serious events were reported. This case was regarded as incident due to required intervention (hysterectomy). The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# (B)(4) in united states on (B)(6) 2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. She reported that due to essure coils she experienced massive blood clots, was in so much back pain and pelvic pain, and migraines. She mentioned that she ended up having a hysterectomy to end the nightmare she was in. The consumer mentioned the seriousness criteria required intervention as event outcome but not specified and/or assigned to one of the events. Ptc investigation result was received on (B)(6) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced massive blood clots. This event, interpreted as genital bleeding, is serious due to medical significance and listed in the reference safety information for essure. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In the present case, the exact timing between essure insertion and event onset was not reported however given the nature of the event, causality with essure cannot be excluded. Additional non-serious events were reported. This case was regarded as incident due to required intervention (hysterectomy). The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information has been requested.

Manufacturer narrative:
Follow-up from 02 oct 2015: the required number of follow-up attempts have been completed, with no response to date. No further follo-up will be pursued.